Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the nozzle burst tearing the incision, injection was continued and the haptic broke and a small piece of broken injector (presumed to be the plunger soft-tip) was also injected into the eye. The broken piece was removed from the eye along with the implanted lens during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The additional information received identifies that the injection was continued at the point the nozzle split and that the surgeon encountered resistance during injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection at the point resistance was felt is a deviation from the IFU. Injection should have been discontinued. Our review of production records for the rayone emv rao200e batch 123230579 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 123230579.

Event description:
Rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone emv rao200e. The event description provided states that the nozzle burst tearing the incision, injection was continued and the haptic broke and a small piece of broken injector (presumed to be the plunger soft-tip) was also injected into the eye. The broken piece was removed from the eye along with the implanted lens during the original surgery session.